Event description:
It was reported by a customer that during a procedure on (B)(6) 2011, the laser system touchscreen would not move. The physician was able to use the footpedal but could not go up in joules to vaporize tissue. The most amount of joules able to be reached was 1,889 - 12,500 joules. The customer conferenced in with technical support. Technical support advised customer to reset the laser system by turning the switch key to off. The reset was successful. Per the customer, the procedure was successful. No pt injury was reported.